Manufacturer narrative:
(B)(4). The associated complaint device was not returned. A review of complaint history revealed 2 prior complaints for the listed failure mode, no prior complaints for the listed lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision knee surgery was performed due to bending of the plate.

Event description:
It was reported that a revision knee surgery was performed for unspecified reasons.